Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device failed operation check. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that the operational check failed. No patient involvement at the time the issue was discovered. Based on the information available, the cause of the reported problem was confirmed that the ECG cable was defective, and the device was returned to service. The DHR is reviewed, no deviation was found in DHR. No issue was found in the product storage process and no issue was found in the product from same batch number. Based on the information available and results of additional analysis, no further action is necessary at this time. Reported problem was solved by customer, after replacing the ECG cable, device was successfully returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.